Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this system exhibited an out of range pacing impedance measurement of 2400 ohms on the atrial channel. Additionally, episodes of oversensing of noise generated by the minute ventilation (mv) respiratory sensor were observed. These episodes are related to the high impedance condition. A boston scientific technical services consultant documented and discussed the reported clinical observations with the caller. No adverse patient effects were reported.